Manufacturer narrative:
D3 the device used in treatment has been returned and evaluated. A visual inspection found no defects, the functional evaluation was unable to establish a relationship between the fault reported and the device, the device was able to charge and operate on mains power. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and this is the only instance of this failure recorded in the previous four years. Failures reported are under constant review to monitor for adverse trends, however, it is deemed that no further action is necessary in relation to this complaint, which has now been closed and recorded as no fault found. Factors that may affect charging the described failure mode, can potentially be caused, as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that renasys touch device couldn't be charged properly while being used. Issue was detected on time and completed with a back-up device. No patient injury reported.